Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code: sore throat.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced sore throat and high ketone level (no value reported). The patient went to the emergency room and was treated there with IV fluids. At an unspecified time of the event the cgm was reading 154 mg/dl and the blood glucose reading was 500 mg/dl. The patient was wearing an omnipod insulin pump. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.